Event description:
At a routine visit in 2009, the deep brain stimulator battery read 35-70%. Four days later, the pt was admitted to the hospital due to the reappearance of parkinson's symptoms. The device could not be read due to battery depletion. The device was replaced and the pt's condition improved. It was also reported that the deep brain stimulator was at end of service within 1 year. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.